Manufacturer narrative:
The power conversion enclosure for the imaging system was returned to the manufacturer for evaluation. Testing found that the board did not pass functional testing.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site test the equipment. Representative reported that the 400 vdc leaving the battery and termination at the power conversion enclosure. Measured -200 and 0 at fuses. Representative replaced power conversion enclosure. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power enclosure has been received by the manufacturer for evaluation but the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, the image acquisition system (ias) of the imaging system was not booting and was displaying a red x for the x-ray generator. There was no patient present at the time of the issue.